Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was not pairing, was confirmed. This was due to water damage in the footswitch. The transmitter pcb, the corroded battery tray, and the o-rings on the housing dome seal were replaced and the device was tested and found to be working according to specifications. The defective transmitter and battery tray would have caused the device to not function as intended. Presence of water inside the device, probably due to lack of maintenance and cleaning, is the root cause for the corrosion of the battery tray. However, given the information provided, we cannot determine a definitive root cause for the defective o-rings on the dome seal. A manufacturing record evaluation was performed for the finished device (serial : (B)(4), lot : 1406140), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (serial : (B)(4), lot : 1406140), and no non-conformances were identified.

Event description:
It was reported by the sales rep that the vapr vue wireless footswitch reusable device was not pairing after new batteries and multiple attempts. During in-house engineering evaluation, it was determined that there was presence of water inside the device. No additional information was provided. The device is available for evaluation.